Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, they were hospitalized due to high blood glucose in the 500 mg/dl range and diabetic ketoacidosis on (B)(6) 2017. Customer stated they didn't experience any symptoms for high blood glucose. Customer was wearing the insulin pump at the time of the hospitalization. Customer wanted to perform troubleshooting on the insulin pump to ensure their are no issues with the device. Troubleshooting was performed. The drive support cap was reported as normal. No air bubbles or leaks were noted. No issues were noted with the site and insulin or settings in the device. High pressure test was performed on the insulin pump and it passed. The device is not returning for analysis.